Manufacturer narrative:
Boston scientific received information from the fcr that no reprogramming or invasive intervention is planned at this time.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific¿s technical services on may 11, 2018. The fcr reported checking this patient¿s device on (B)(6) 2018 as the patient had received an inappropriate shock. The fcr commented that the device¿s tachycardia mode had been programmer off. Signal amplitude was very small and sensing was suboptimal. Following extensive troubleshooting, the lv offset, from model#u128, was reprogrammed from -40 to -60 which was of minimum benefit. The patient may be sent home with an external lifevest. The patient had been in the hospital since (B)(6) for a non-cardiac related issue. The physician was considering an electrode reposition procedure. Smartpass was enabled on (B)(6) but was disabled at the time of inappropriate shock delivery which indicated that the signal amplitude was small. The fcr commented that the signal amplitude was small at the time of the implant procedure.

Manufacturer narrative:
The available information suggests that this electrode remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that an s-ICD device and electrode were implanted in this patient today. The patient's device history is significant for a boston scientific pacemaker that is still in-service as the patient is pacemaker dependent. The patient had passed the prescreening with the sense vector programmed in secondary. After the procedure, sensing was minimal. The electrode was re-tunneled and sensing was still minimal. The lv offset was changed from 0 to -40 msec. The s-ICD device was then able to assess the rhythm in primary and in alternate. The local representative asked why the device selected alternate 2x with smartpass off. The technical service's consultant commented that the reason why smartpass was off was most likely due to r-waves that was less than .5 mv. With the gain of 2x, the r-waves were less than .8 mv based on smartpass. The local representative reports that the primary sense vector appeared more appropriate. The technical service's consultant recommended manually reprogramming the sense vector to primary to see if smartpass was enabled. If smartpass is enabled, then the local representative should have the patient perform multiple postures at pre-discharge with the sense vector programmed in primary to ensure appropriate sensing. The local representative contacted technical services again to confirm that smartpass was enabled in the primary vector. The device's sensing will be rechecked the following morning.